Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient was in the ICU (intensive care unit) with symptoms of overdose including lethargy. The physician wanted the pump flow rate to be decreased. No further complications have been reported as a result of this event.